Event description:
The customer reported to olympus the power button was broken on their evis exera iii xenon light source. The malfunction occurred during preparation for use and there was no patient involvement.

Manufacturer narrative:
The olympus repair center confirmed the power button was broken due to faulty harness and main power switch was stuck intermittently. Additionally, the repair center found corrosion on the bottom chassis, corrosion on front panel chassis, front panel mouth was chipped, the unit was missing the tank holder, corrosion inside air pump tubing, corrosion on scope socket, a non-olympus lamp life meter reading over 500+hours, and the lamp life was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.